Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 7fr 90 cm destination sheath and dilator was received for product evaluation. The dilator was partially mated to the sheath when received. Visual inspection of the sheath revealed a flattened segment. Measurements of the first flattened segment was found to be starting at 32 cm from the hub and ended at 40 cm. The dilator was partially mated with 30 cm from the dilator hub sticking out of the sheath. No other visual anomalies were observed. The complaint can be confirmed for sheath mechanical damage. The operations quality engineer was notified of the complaint. Based on the investigation and consultation with operations quality engineer, the cause of the event cannot be determined as it is likely that the flattening of the sheaths could have occurred due to the application of transverse compressive forces. The source of these forces could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # 2000330000-2020-8043. The event description states: "we opened a 7fr 90cm angled destination introducer. Upon trying to insert it, the surgeon noticed that it was bent and flattened, so it was unusable. A new introducer was open, and the other was removed from the field. Original intended procedure: left brachial cutdown for access. Dilatation and stenting superior mesenteric artery." Additional information was received on 17sep2020. The issue was found while attempting to be inserted into the patient. The patient's condition was good. The procedure was successfully completed.